Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece didn't work event though the battery and the housing were changed. There was no patient harm; however there was a delay in surgery for approximately 10 minutes. The procedure was completed with an alternate device.